Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported black particulate was observed in the tubing of a vented high-volume inlet. Particulate matter. This was observed during visual inspection. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h4, h6, and h11: h4: the lot was manufactured sometime in september 2023. H11: the device was received for evaluation. A visual inspection was performed, and black speck particles of foreign matter inside the sealed unopened bag or on the white female inlet connector was observed. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause was likely inherent to the manufacturing or packaging process. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.